Manufacturer narrative:
The customer reported that the transmitter overheats when unit is turned on. Customer notes that there appears to be burned/damage to one of the terminals from it overheating. Customer was sent an exchange transmitter. The unit was returned for evaluation. The batteries and battery cover required for a complete investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows a distorted spring, which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter overheats when unit is turned on.